Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into the emergency room for syncope. Upon interrogation, the device was found to have reached eos shortly after reaching eri. The device was explanted. The patient condition was stable.